Event description:
During baxter's functionality testing of a spectrum pump, the device alarmed upstream occlusion when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed but did not reproduce the upstream occlusion alarms. The device was operating out of specification with low fluid numbers which would make the pump more sensitive to upstream occlusions. The upstream sensor was recalibrated.